Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was twisted creating a blockage within the tubing. Functional testing was also performed including clear passage testing and leak testing. It was observed that there was no flow of fluid through the tubing during clear passage testing. There was no leakage observed during leak testing. The reported condition of the blockage within the tubing was verified; however, the leakage was not verified. The cause of the twisted tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was blocked and leaked. The patient went into the hospital for a transfer set change. Upon returning home, the patient was not able to perform peritoneal dialysis therapy as the transfer set was found to be blocked. The patient returned to the hospital where they tested the transfer set with a syringe and normal saline. The transfer set was found to ¿leak out from the twist clamp and was not able to pass through¿. This was noticed during use. The patient¿s transfer set was changed again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.